Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. The pt was seen by a company rep for device evaluation. Testing performed confirmed that the pt's ci device was not functioning.

Manufacturer narrative:
The pt has become a non-user. The device remains implanted. There are no plans for explanting the device.